Event description:
It was reported by service report that the fowler was drifting and the siderail would not latch upright. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Fowler. Another device caused the fowler failure.